Manufacturer narrative:
Follow up with the customer on (B)(6) 2015 indicated that the customer was able to load a new cartridge successfully. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. As the customer did not have any additional cartridges available, customer indicated backup insulin therapy would be used.